Manufacturer narrative:
(B)(4) date sent: 11/06/2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes staples were delivered were the staples formed properly? Yes was the staple line complete? Yes did the device cut? If yes, was the cut line complete? Yes the cut line was complete was there any difficulty opening the device jaws? The device locked out they tried the reverse and the manual override and neither of these worked. If the pictures are of the second firing the staples appear to have formed distally, it looks that the surgeon must have had to cut the device out from the patient based on the view of the cut edge. That would be consistent with the claim the bailout didn¿t work properly. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was used successfully on the first vessel. When it was used for the second time on a different vessel, the staples failed to form properly and the knife did not progress properly. The manual override also did not work as expected. A new one was opened which was used successfully on the same vessel more proximal to the patient. Whilst the faulty device was left clamped on the vessel. The faulty device was then removed. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2025. D4: batch #576d74. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired with some b-form staples on the reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, upon visual inspection of the knife no damages were observed. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The manual override was totally functional. Additionally, photographs were provided. Photos 1, 2, 3 and 5 show two jaws: one appears open with a loaded cartridge and the other closed over a piece of tissue with a clip. Photos 4 and 6 show a jaw with a loaded cartridge placed on a piece of tissue with a clip. Photo 7 shows a jaw with a loaded cartridge positioned on a piece of tissue with a clip on the underside of the jaw. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 576d74, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2025. D4: batch #unk. Additional information was requested, and the following was obtained: how far into the firing sequence did the device go? The device completely fired, stapled and cut; however, the knife would not return. For the manual override, how many times was the lever cranked back and forward? Unknown. Updated data: h6 (medical device problem code).